Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0me03, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
(B)(4) (con): it was reported that patient "shot off the couch screaming in pain when it zapped the hell out of her for about 30 minutes and their boyfriend had to turn it all the way down". The patient reported that this occurred "about 2 months ago." No outcome was reported regarding this event. The patient was indication was for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.